Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced general fatigue. Occasional loss of capture, possible undersensing and short v-v intervals were noted on the right ventricular (rv) lead. Undersensing was also noted on the right atrial (ra) lead. Both leads remain in use. No further patient complications have been reported as a result of this event.